Event description:
The customer stated he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 400 mg/dl during the phone call. The customer stated that when he gives a manual injection the blood glucose levels would go down. However when he would treat with the insulin pump, the blood glucose levels remained high. Troubleshooting was performed and found that the current infusion set had a hole in the tubing. The customer mentioned however that he had changed the infusion set twice with no positive results. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.